Event description:
Cardinal health sales representation was informed by customer that the set was leaking right above the filter. Have placed a call to customer to obtain the set for investigation and to obtain clinical information. Product not received as of the time of this report. If product received, a follow up report will be sent when investigation is complete.